Manufacturer narrative:
(B)(4). Batch # n54z6v. The analysis found that one ec60a device was returned in good visual condition and with two ecr60b cartridges present. The cartridges reloads were received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 9/30/2016. Batch # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was any other intervention required besides intra-operative suturing? No, only had to use suture to stop bleeding. The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, currently the patient is good and came back home.

Event description:
With a blue reload, after that there was bleeding into the lung parenchyma. The staple line remover was observed and the staple was not formed as a "b." The doctor used suture and another device of the same product code to process the second reload. Potential adverse event, required intervention to prevent permanent impairment/damage; doctor had to use suture to stop bleeding.